Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl. Customer¿s other blood glucose values were 34 mg/dl, 45 mg/dl, 37 mg/dl, 52 mg/dl and 72 mg/dl. Customer was treated with glucose tablets. Troubleshooting was not performed for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital and insulin pump was acting goofy. Auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.